Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged power issue first occurred. According to the csr¿s documentation, the patient does not manage her diabetes with oral medication or insulin and after the alleged issue occurred, the patient reportedly continued with her usual diabetes management routine. As a result of alleged product issue, the patient¿s bottom foot reportedly was hurting approximately two to three weeks later; the patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged power issue remains unresolved. A replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.